Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Shemesh d, goldin I, hijazi j. A prospective randomized study of heparin-bonded graft (propaten) versus standard graft in prosthetic arteriovenous access. J vasc surg 2015;62:115-22. (See attachment below) lot: 1982135020; (B)(4); medications: simvastatin, asa. A review of the manufacturing and sterilization records for the device is currently in process. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, an article, "a prospective randomized study of heparin-bonded graft (propaten) versus standard graft in prosthetic arteriovenous access." Was reviewed. Patients with end-stage renal failure requiring a prosthetic access were randomized to receive either a standard expanded polytetrafluroethylene (eptfe) graft or a heparin-bonded eptfe graft. Patients were enrolled from june 2007 until november 2011 and were followed up until july 2013, when the study concluded. The performance of gore® propaten® vascular grafts in resisting thrombosis, decreasing early failure and possibly prolonging patency was assessed. On (B)(6) 2007, a patient was implanted with a gore® propaten® vascular graft for arteriovenous access from the brachial artery to the basilic vein in the left arm. It was reported to gore that on (B)(6) 2007, the patient presented with a graft infection. The graft was explanted.